Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer could not update software, and that the programmer would not print due to a full drive. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update software. It was also reported that the programmer have a message about not having enough diskspace and did not print a patient report properly. The report contained a difference device serial number and patient name. The programmer was returned for service. No patient complications have been reported as a result of this event.